Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the attempted implant of this transvenous defibrillation lead, the lead did not sense or capture properly in an ideal position. A right ventricular (rv) pacing lead was placed to check sensing in the rv. Then another defibrillation lead was attempted and the measurements were better and captured but the physician felt a dual coil lead should be implanted, which was implanted with no further issues. To date, there have been no reported adverse patient effects related to this clinical observation.